Manufacturer narrative:
No additional information has been provided. A supplemental regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on 13apr2022, the patient presented with an acute neurological event, in which the patient became unresponsive. A computed tomography (CT) scan was performed and came negative for head bleed and embolic cerebrovascular accident (cva). It was also noted that the patient's lactose dehydrogenase (ldh) levels were above baseline, but retuned to baseline without any treatment. During an analysis of the patient's log files, low flow events were also found, which were a result of hypotension.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of neurological dysfunction and elevated lactate dehydrogenase cannot be conclusively determined through this evaluation. The reported low flow alarms was confirmed via the submitted log file data. According to the account, the low flows were due to hypotension. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hypotension could not conclusively be determined. The controller event log files contained overlapping data spanning from 01apr2022 at 09:22:51 to 13apr2022 at 11:35:51, per the timestamp. Low flow events were captured on 13apr2022, beginning when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 6 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient presented to the emergency department (ed) following an acute neurologic event which lasted approximately one hour, in which they were unresponsive and experienced low flow alarms. Upon arrival to the ed, it was noted that the patient¿s lactate dehydrogenase (ldh) was slightly above their baseline in the 400 units per liter (u/l) range. The patient¿s international normalized ratio (inr) was therapeutic at 2.9. A head computed tomography (CT) scan was collected and was negative for a hemorrhagic/embolic stroke. The low flow alarms were attributed to hypotension and resolved with a one-liter fluid bolus of saline. The ldh returned to baseline without any intervention. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.